Event description:
It was reported that noise was observed with the patients breathing and body movement. The lead was capped. The patient was in good condition post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.